Event description:
Information was received from a consumer regarding a patient's implantable pump. It was reported that the patient has lost a lot of weight and there is no fat surrounding her device. The patient reported she will feel a shock when she stands at the kitchen counter and her belly touches. The patient's medications were unknown. The patient's status was unknown. The patient's medical history was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.